Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported patient effect of intimal dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery (rca) with heavy tortuosity and moderate calcification that was 90% stenosed. An edge dissection occurred after a 3.5 x 23 mm xience prime drug eluting stent (des) was deployed at 16 atmospheres. Another xience prime was used to cover the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4).